Event description:
A maquet company representative was told by the customer that they had 3 EKG cables not work. The alleged malfunction occurred while in use on a patient. No adverse event was reported.

Event description:
A maquet company representative was told by the customer that they had 3 EKG cables not work. The alleged malfunction occurred while in use on a patient. No adverse event was reported.

Manufacturer narrative:
08/22/2017 03:48 pm (gmt-4:00) added by (B)(6): as per the cardiac assist territory manager (catm) the customer did not document the serial number of the intra-aortic balloon pump (iabp) involved in the event. The customer is not alleging a malfunction of the iabp but rather the EKG cables as the iabp functioned normally with new cables. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not reviewed as the customer did not document the serial number of the iabp at the time of the event.

Event description:
A maquet company representative was told by the customer that they had 3 EKG cables not work. The alleged malfunction occurred while in use on a patient. No adverse event was reported.